Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-12-17. The failure could not be reproduced. The belt was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service technician the belt was not replaced over 12 months and there were wear and tear visible on the belt. The root cause therefore was determined as overdue belt replacement. The failure can also be linked to the following most possible root causes according to the hl 20 risk assessment: (un)intended change of pump speed by e.g.: - deactivated interventions / override. - by knob. - by display setting. - slave mode (controlled by master). According to the instruction for use of the hl20 chapter 10 maintenance, the use hast to get the device inspected every 12 months by authorized service personnel. During this service the belts have to be replaced if they are over their service life of 12 months, as described in the service manual chapter 4.2. The review of the non-conformities has been performed on 2023-10-18 for the period of 2018-05-15 to 2023-09-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-05-15. Based on the results the reported error message: "runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.